Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a medically significant surgical delay. It was reported that there was redness to the finger of the surgeon. No medical intervention was required. No severe adverse consequences were reported.

Manufacturer narrative:
H6 codes updated.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a medically significant surgical delay. It was reported that there was redness to the finger of the surgeon. No medical intervention was required. No severe adverse consequences were reported.